Event description:
An end user called to report a red rash under their wafer. The end user stated that he is changing the wafer (s) less than 24 hours apart. The end user went on to state the rash has occurred before with seven (7) other wafers.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated they use adhesive remover wipes and protective barrier wipes. The end user was encouraged to try a different product, but did not want to change. After further discussion with the end user, he agreed to a trial convex wafer. The end user was also educated on the crusting technique and appliance changes. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).